Event description:
It was reported that the outer casing separated and difficulty removing occurred. A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure in the popliteal and posterior tibial arteries. During the procedure, it was noted that the device was unable to be pulled back out of the sheath. The outer plastic casing was separated and was left accordioned inside of the vessel on the distal end of the catheter. The proximal end of the catheter was cut and a larger sheath was used in an attempt to swallow up the catheter and pull it out; however that was unsuccessful. The catheter was pulled out of the arteriotomy, without a sheath. Once that was out, wire access was maintained. A sheath was put down and recovered. No further complications to the patient were reported and the case was finished after that.